Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patients child reported that the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient felt disoriented like she was going to pass out. She had decreased alertness but remained conscious. The patient called paramedics and she was treated with glucose tablets. The cgm was reading 167 mg/dl and the blood glucose reading was 30 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.